Event description:
Information was received indicating that during use of a smiths medical cadd legacy pump for a life-sustaining infusion, the pump exhibited "motor locked". The reporter indicated that the pump was stuck in the rain over the weekend and was not working properly. Subsequently, the patient used another pump. No patient consequences were reported. No adverse effects were reported.